Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. Despite the damage, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, verified the shipping address, and provided instructions for storage mode. The caller was informed to use mdi as backup insulin therapy and to return the damaged pump with the provided pre-paid label within 10 days.